Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During establish final arm angle (efaa), the clip jumped opened twice. The clip was estimated to be closed at 10 degrees and opened to 40 degrees. Troubleshooting was performed, but the implanter decided to complete the procedure with a replacement. The clip was removed. The replacement was implanted and reduced the mr to grade 2. There were no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported issues were not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported clip jumping open during efaa could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.